Event description:
Follow up information identified the patient was evaluated by the physician on (B)(6) 2017, where a large hematoma was noted at his ipg site (left abdomen). The physician drained approximately 10 ml of blood from the hematoma. The patient will follow up with his physician.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a hematoma at the ipg site after his ipg site revision on (B)(6) 2016 (reference MFR report: 1627487-2016-00646). The physician drained some fluid at the site (date unknown). An sjm representative met with the patient (B)(6) 2017, and it was noted the hematoma is still present. The patient is pending follow up with his physician to evaluate the hematoma. In addition, please also reference MFR report: 1627487-2017-00210 for pain at the ipg site.